Event description:
Peg placed in 2005. During another surgical procedure, g-tube removed and up-sized to 16-french tube. There was moderate difficulty removing the tube. Threfore...underwent a gastrostomy tube injection, which showed that the tube was not in the stoamch. Urgent laparotomy (2nd surgery in one day) was required to replace the tube within the abdominal cavity. The stomach was still adherent inferiorly about 20% of its circumference. However, the stoamch dissected away from the abdominal wall. A 16-french ross tube was placed through the anterior abdominal wall and directed into old gastrostomy site. The anterior abdominal wass was pexed onto the stomach. No immediate or later complications reported.